Event description:
Mckinley medical (the MFR) has filed this report after becoming aware of a reportable event with an ambulatory infusion system. A customer reported that an electromechanical ambulatory infusion pump under-delivered medication during an infusion regimen.